Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = 3002809144-06/22/20-005-cthis follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information for section h9: correction/removal reporting number = 3002809144-06/22/20-005-c. A product correction letter was issued on 19jun2020 to all customers with installed alinity ci- series scm notifying them of the two quality control functionality issues. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported after updating the free t4 assay, on the qa screens, if qc ia plus and free t4 assays are selected no data will appear on the screen. The customer reported that the data does appear when directly selecting the assay. Additionally, there was no notification of wb rules. The customer alinity ci-series system control module is on the alinity ci (B)(4). There was no reported impact to patient management.